Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was insufficient blood flow during use with 3 bd preset eclipse. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the abg, it found that they have insufficient blood flow issue.